Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 6pm for a high blood glucose level of 500 mg/dl. The customer stated that they were treated at the hospital and that the insulin pump they were using works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.